Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h8, and h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is most likely that a circuit board defect contributed the reportable malfunction. However, a definitive root cause of the could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited no video transmission and a connection problem. Ther was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.